Event description:
Sales consultant reported on (B)(6) 2013: the removal of a tibial plate and screws, a spare reamer tube and hollow reamer got stuck together, a hollow reamer broke at the teeth of the instrument, a conical extraction screw that was stuck in the extraction device, and an extraction bolt was stuck in the extraction device. The tibial plate was originally implanted to treat a tibial plateau fracture on an unknown date. It is unknown as to why the tibial plate was being removed but the sale consultant stated that it may be because the plate is an old plate. Consultant reported while the surgeon was removing the screws from the plate, the spare reamer tube and hollow reamer tube got stuck together and the hollow reamer broke at the teeth. It is unknown as to when the surgeon discovered the two pieces got stuck together. The conical extraction screw and extraction bolt both got stuck in the extraction device during removal of the plate. All the screws were removed from the patient with the exception of two. Two of the screw heads and part of the shaft broke off and part of the shafts remain in the patients bone. The part numbers lot numbers are unknown for the plate and screws that were removed. No report of patient adverse event. The surgery was successfully completed without time delay. Patient ID case # is (B)(6). Update - 10/21/2013: additional information reported by consultant on 10/18/2013: the plate (a standard proximal tibia low bend plate,an older version) was removed because the patient was healed and was experiencing some irritation so the surgeon removed the plate and the screws. It was the screw product part # 309.039 (qty x3)where the two screws heads broke off at the shaft and these 2 shafts still remain in the patients bone. No revision took place; no report of harm to patient. This reported event is for one device. This is report 1 of 5 for complaint # (b)(40.

Manufacturer narrative:
This device is used for treatment, not diagnosis. The device is an instrument; not implanted/explanted. Upon further investigation, this complaint status was changed from nonreportable and deemed reportable malfunction on (B)(4) 2014. Rationale: may result in an operative delay if no alternate reamer is available, and/or the need for additional medical/surgical intervention. Investigation could not be completed, no conclusion could be drawn a no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.